Manufacturer narrative:
Literature citation:shiro suzuki, sadaaki nakai, akiko tsuboi, takako nishi and toru yoshida "treatment of lumbar spinal stenosis with the x-stop device". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that patients whom surgeon thought might be highly risky to undergo full anesthesia and the patients who requested x-stop procedure were observed. Total of 38 patients were followed up for more than 3 months after being conducted x-stop with local anesthesia. Zqc score showed 8 patients' symptoms were not improved. Out of 9 patients who were unsatisfactory with x-stop procedure, 1 additional surgery due to recurring lower limb symptom was observed.